Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one episode of oversensing was recorded. The pacing impedance on the right ventricular (rv) lead was noted to be fluctuating. Reprogramming was performed and the lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.